Event description:
When the customer was attempting to change the time and date on her contour meter, it showed mmol/l units of measure instead of mg/dl. According to the meter information she provided, manually changing the units of measure should not be an option. No adverse event was alleged. The customer was asked to return her meter for evaluation and she was sent a replacement.

Manufacturer narrative:
(B)(4). The meter was confirmed to be a (B)(4) model, which is a mmol/l meter.

Manufacturer narrative:
The meter history record indicated the meter was initially shipped to the (B)(4) and then ended up in the us after it was out of the company's control.